Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an alarm that stopped insulin delivery. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be performed.